Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1983 was used based on age of patient. E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. The initial reporter also notified the FDA on 13-jun-2023. Medwatch report # (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: no needle stick occurred. 22g IV catheter (bd insyte autoguard bc) did not auto retract when button pushed resulting in exposed needle.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 3055422, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the needle was partially retracted. The spring appeared to have not fully released, preventing full extension of the needle and causing the needle to fail to retract completely. Therefore, based off the provided photos the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect but a physical sample would need to be returned to confirm the exact root cause. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: no needle stick occurred. 22g IV catheter (bd insyte autoguard bc) did not auto retract when button pushed resulting in exposed needle.